Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that two days post implant, r-waves had decreased. CT scan revealed perforation. The lead was successfully repositioned two days later.